Manufacturer narrative:
Corrected information a5, a6, h10. Additional information: h6, h11 . H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: 03/2025 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to infuse oxaliplatin at during patient infusion. This medication was set at a rate of 155ml/hour at 12:56 but at 13:45, the bag was still full. There were no clamps shut, kinks in the line or other notable reasons for bag not to empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.